Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lung cancer surgery, upon cutting and closing pulmonary blood vessels, the surgeon was able to press the green button but could not squeeze the handle and the device did not fire. The device was replaced with the same surgical instrument to complete the case. There was no patient injury.